Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was removed and replaced. If explanted, give date: not applicable, as lens was removed and replaced. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was scratched. Reportedly the event was observed while inserting lens into the eye. The lens was removed and replaced. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 06/5/2018. Device evaluation: the device was received at the manufacturing site for investigation. The lens was received cut in two pieces which could be related to the removal process and with viscoelastic residues on it. Scratches and loose particles were observed on the lens. The complaint reported was confirmed but a product deficiency could not be identified due to the condition of the lens. Method: additional method code (testing of actual/suspected device) added. Results: additional result code (operational problem identified) added. Conclusions: additional conclusions code (unintended use error caused or contributed to event) added. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.